Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was observed to be dislodged under a chest x-ray during the post-operative check. The lead exhibited undersensing and loss of capture. The lead was explanted and replaced. The patient was stable before, during and after the procedure.